Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Ge healthcare product engineering performed an investigation of this event. Engineering review of the device logs show that the case was started on 10-oct-2018. Prior to the start of the case, several checkout steps were failed including the neonatal flow sensor (nfs) zero. Throughout the case the engstrom alarmed to alert the user that the flow sensing was inaccurate. On 12-oct-2018, the engstrom began alarming for high airway pressure. Because of the failed nfs zero, the engstrom was under-reading the delivered tidal volume and subsequently increasing delivered volume. The result was higher tidal volumes and therefore increased pressure during each breath. The root cause of the alleged excessive tidal volume was the user ignoring the failure of the neonatal flow sensor (nfs) zero checkout step.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, while ventilating a pediatric patient, delivered tidal volume was higher than expected. It was further reported that, at some point later, the patient died.